Manufacturer narrative:
Batch review performed on 02 september 2020: lot 1910313: (B)(4) items manufactured and released on 18-feb-2020. Expiration date: 2025-02-03. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold with one similar event reported. Additional implant involved: ball heads: mectacer 01.29.203 biolox delta ceramic ball head 12/14 ø 28 size l +3.5 (k112115) lot. 1907338. Batch review performed on 02 september 2020: lot 1907338: (B)(4) items manufactured and released on 27-jan-2020. Expiration date: 2025-01-14. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Additional implant involved: cup: mpact 01.32.154mb double mobility acetabular shell ø54 (k143453) lot. 1909303. Batch review performed on 02 september 2020: lot 1909303: (B)(4) items manufactured and released on 17-mar-2020. Expiration date: 2025-03-09. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Additional implant involved: stem: amistem c 01.18.103 cemented lat stem size 3 (k103189) lot. 188725. Batch review performed on 02 september 2020: lot 188725: (B)(4) items manufactured and released on 17-jan-2019. Expiration date: 2023-12-19. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient had a primary hip surgery on (B)(6) 2020. On (B)(6) 2020, the patient came in due to signs of an infection and the pathogen was unknown. The surgeon performed a washout and revised the head and liner. The surgery was completed successfully. Presently, on (B)(6) 2020, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the head, liner, cup, and stem. The surgery was completed successfully.